Event description:
It was reported that a pump malfunction occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the malfunction recurred.